Event description:
It was reported that during central processing, that ¿one of graspers is broken.¿ there was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary finding of molded insulator broken to be related to the customer reported complaint. The instrument was found to have a broken molded insulator at the distal end. Approximately 0.052" x 0.191" was broken off and was not returned.